Manufacturer narrative:
An event of heart block (left bundle branch block and transient second degree heart block) after device implant and anemia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a history of heart block, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 3.55mm from the non-coronary cusp (deeper than the recommended 3mm). In the physician's opinion, the heart block is causal related to the procedure and the anemia is probable related to the valve. Based on all available information, the heart block appears to be related to the implant procedure. A cause for the reported anemia could not be conclusively determined. The reported hospitalization and unexpected medical intervention (blood transfusion) were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: eu2299 - 616 ( (B)(4) ). It was reported that on (B)(6) 2024, a 27mm navitor vision valve was successfully implanted in a patient. It was noted during valve release, on a monitor that the patient developed a left bundle branch block and a transient second degree heart block. There was no intervention performed. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The length of the membranous septum is 7.5mm and the final non-coronary cusp implant depth was 3.55mm. On (B)(6) 2024, it was noted that the patient had low hemoglobin values. On (B)(6) 2024, the decision was made to transfuse the patient with two bags of red blood cells. The cause of the patient's left bundle branch block, transient second degree heart block, and anemia are attributed the 27mm navitor vision valve and the implant procedure. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.